Event description:
The hospital reported that during an endoscopic vein harvesting procedure, "while surgeon used vv4 and began dissection procedure, they found the shape of c-ring was abnormal". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the c-ring was bent inwards, the slider rod was bent inwards, and there was no evidence of blood. Based upon the visual observations, the reported complaint for "c-ring bent" was confirmed. (B)(4).